Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from january 3, 2023 to january 4, 2023. H10: the actual device was received for evaluation. A visual inspection noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened blue winged cap. The cap thread was visible, and the cap's position was also crooked which suggested the cap was not properly closed. White marking and signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed by filling the unit with green color water to the nominal volume. After fill and prime, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. Thereafter, the unit was monitored until the next day. The next day, no signs of leak were observed. The reported condition of leak was verified. The cause of the condition could not be determined, however, the cause of leak inside the bag was potentially due to a use error by not properly closing the blue winged cap. The product label, instructions for use, indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked cytostatic fluid. This occurred when the nurse opened the bag, before connecting to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.